Manufacturer narrative:
The technician found a screw broken in the hex rod. The technician replaced the screw and hex rod to repair the bed.

Event description:
Information received indicates the brake will engage but not hold.